Event description:
It was reported that during a follow up of per (B)(4), it was identified by sales rep (B)(6) that the same surgeon indicated that the tibial custom guide for case number (B)(4) did not execute the outcome that was planned regarding tibia posterior slope.

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was discarded and was not returned to the manufacturer. Additional info was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.